Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there was blood in/on the helix/lobe mechanism. Sleeve head and distal conductor (non-obstructing), the shaft seal was out of position, there was an observation of tip seal problems, and the shaft seal was out of position affecting the helix extension/retraction. Full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected device code. Corrected evaluation result code. Evaluation summary: (B)(4): shaft seal out of position, blood in/on the helix/lobe mechanism - sleeve head and distal conductor (non-obstructing), tip seal observation. Full lead returned and analyzed.